Event description:
The customer reported that the pump was infusing too slow. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.